Event description:
This following was reported to davol by the pt's attorney: on (B)(6) 2005, a bard ventralex hernia patch was used to repair pt's ventral hernia defect. On (B)(6) 2012, the pt underwent surgery to explant the patch. Attorney alleged abdominal pain, folded and defective mesh, permanent injury, add'l surgery, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report included a lot number and a mfg review was performed and found no evidence of a mfg related cause for the alleged event. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.